Event description:
The customer reported that during a conisation procedure, the electrode was blackened and the blue plastic surrounding it melted. No patient injury was reported.

Manufacturer narrative:
(B)(4). Visual inspection of the incident electrode found the tip blackened and the insulation melted. There was evidence the electrode had been grasped with a metal instrument resulting in damage to the insulation and exposing the underlying metal. The instructions for use warn that proper electrosurgical settings be confirmed prior to and during a procedure. Use the lowest power settings to achieve the desired effect. Use the active electrode for the minimum time necessary.